Manufacturer narrative:
G4 date corrected. Smith + nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith + nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith + nephew, or its employees, that the report constitutes an admission that the device, smith + nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head and sleeve were removed. The acetabular cup and synergy stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the hemi head, cup, sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the stem and hemi head. Similar complaints have been identified for the cup and sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The operative report indicates avn>60% and cannot be ruled out as a contributing factor to the metal debris. Intraoperative findings of metallotic fluid, necrotic tissue and evidence of trunnionosis along with elevated metal ions may be consistent with findings associated with metal debris. However, without the supporting pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported metal debris and trunnionosis cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed due to pain and possible mechanical failure. The patient had bilateral replacements, both with the birmingham hip. It was not clarified which of the hip sides was the one replaced. Further information will be provided.